Event description:
It was reported that an external fluid leak was observed from the header of a polyflux 14l during hemodialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photo did not identify any visible abnormalities that could have contributed to the reported fluid leakage event. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined as no further or actual sample testing could be performed. Should additional relevant information become available, a supplemental report will be submitted.